Event description:
It was reported that ongoing malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. On (B)(6) 2026 the customer¿s blood glucose level was 528 mg/dl with ketones. Reportedly, the customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. Treatment resolve the issue, there was no permanent damage, and the customer was discharged on (B)(6) 2026.